Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp microbore catheter extension set separated. The event occurred when both ends of the set unscrewed and blood backed-up. The event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.